Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert for lead being dislodged. The lead was explanted when repositioning was not successful.

Manufacturer narrative:
Correction: return dat.e

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.